Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that his onetouch ultra mini meter was reading inaccurately high compared to another ultra mini meter. The complaint was classified based on customer service representative (csr) documentation. The patient was unable to confirm when the meter issue began, he alleged that he obtained an alleged inaccurately high blood glucose result of ¿215 mg/dl¿ on the subject meter compared to ¿320 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he was in a hurry, and unable to answer some of the questions. It is not clear how the patient manages his diabetes, but he did report that in response to the alleged meter inaccuracy, he took ¿insulin¿. At an unknown time after administering the insulin, the patient alleges he developed symptoms of ¿sweating, shaking, and can¿t move hand¿. The patient reported that, in response to the alleged symptoms, he was treated by his wife, with a glucose tablet. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have enough time to carry out a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.